Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was brought into the clinic as the device was alerting for high right ventricular (rv) lead pacing impedance. It was found that the rv pacing impedance was rising and in addition, the lead had a slow rise in thresholds that were now high. The pacing impedance alert threshold was raised and the situation will continue to be monitored. No patient complications have been reported as a result of this event.